Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These (B)(4) units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4) was included in the recall.

Event description:
Procedure performed: laparoscopic cholesystomy event description: rep was informed of an event involving a ca500 clip applier. During the surgery the device was unable to load clips. There was no patient injury and the patient is doing fine. At this time it is unknown if the case was completed with the same device. Product available for return patient status: no patient injury intervention: the notifying nurse wasn't sure.

Manufacturer narrative:
The event unit has returned to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholesystomy. Event description: rep was informed of an event involving a ca500 clip applier. During the surgery the device was unable to load clips. There was no patient injury and the patient is doing fine. At this time it is unknown if the case was completed with the same device. Product available for return. Patient status: no patient injury. Intervention: the notifying nurse wasn't sure.